Event description:
A 26 mm x 15 mm x 16.5 cm aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. The aneurysm measured 9 cm and the iliac arteries were severely angulated. It was reported that a follow-up visit in 2004 showed that the stent graft looked fine. Two months later the physician reported that the aneurysm had ruptured. The aneurysm sac had shrunk 1.6 cm in 4 months and there was separation between the bifurcated device and the aortic cuff. A 28 mm aortic cuff was implanted between the bifurcated device and the aortic cuff to successfully bridge the gap between the 2 components. No additional sequelae were reported.